Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the organism was sent to a reference lab, where the original susceptible result obtained by the customer's ast-n231 was confirmed to be correct. No corrective action is warranted because the vitek®2 card functioned as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible imipenem result for an enterobacter cloacae complex in association with the vitek® 2 ast-n231 test kit. The specimen source was bronchial secretion from an intensive care patient. Note: though the ast-n231 test kit is not marketed or sold in the united states, imipenem antibiotic is registered with the FDA and is contained on other vitek® 2 test kits that are marketed/sold in the united states. Customer testing via alternate method (disk diffusion) found the organism resistant to imipenem. The customer stated the vitek® 2 ast-n231 imipenem result was not reported to the physician, and there was no adverse impact to the patient's state of health due to the discrepant result. The customer did indicate a delay >24 hours in reporting results due to retesting. The customer sent the specimen to a reference laboratory for further testing. The reference laboratory returned a result of imipenem mic <=1 (susceptible); test method was micronaut system (merlin). This result confirms the ast-n231 imipenem result. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.